Event description:
Patient had one lesion treated during index procedure. One endeavor rx drug-eluting stent implanted to mid lad. Patient was asymptomatic / free of symptoms at 30 day, 6 month and 1 year follow-up. Approximately 18 months post stent implant, a spontaneous gi bleed is reported to have occurred. In the investigator's opinion, the event was not related to the study device or study procedure. Patient was asymptomatic / free of symptoms at 2 years follow-up.

Manufacturer narrative:
(B)(4): evaluation results: (gi bleed).